Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range impedance measurement. The previous three months of data showed high but in range measurements. Continued monitoring was recommended at this time. No adverse patient effects were reported.